Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2018, the subject was diagnosed with unstable angina and referred for cardiac catheterization. The index procedure was performed on the next day. The target lesion #1 was located in the left main coronary artery (lmca) with 80% stenosis and was 12 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 16 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged aspirin, clopidogrel and other medication. In (B)(6) 2019, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event. Three weeks and four days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin, clopidogrel and other medication. It was noted that the event would qualify for stent thrombosis, however, the complete details of the event were not available at the time of reporting. The clinical site has been queried and additional details will be reported should more event information become available.

Manufacturer narrative:
Updated the following fields: b2. Outcomes attrib to adv event, b5. Describe event or problem, and h6. Impact codes.

Event description:
Promus premier china registry: it was reported that unstable angina occurred. In (B)(6) 2018, the subject was diagnosed with unstable angina and referred for cardiac catheterization. The index procedure was performed on the next day. The target lesion #1 was located in the left main coronary artery (lmca) with 80% stenosis and was 12 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 16 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged aspirin, clopidogrel and other medication. In (B)(6) 2019, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event. Three weeks and four days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin, clopidogrel and other medication. It was noted that the event would qualify for stent thrombosis, however, the complete details of the event were not available at the time of reporting. The clinical site has been queried and additional details will be reported should more event information become available. It was further reported that in april 2019, medication was given to treat the angina.